Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor reported on behalf of their customer that the 18.1002, alligator grasper, straight, 4.5mm x 130mm, device broke during a shoulder cuff repair procedure on (B)(6) 2018. The reporter confirmed the device did not break in two pieces and nothing fell into the patient. There was no report of injury to the patient or the user. The procedure was completed successfully using another grasper without any report of delay or cancellation. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Visual examination of the returned, used device found the actuator pin broken off. Customer complaint of the jaws do not open or close was confirmed. Quality engineering (qe) found that the graspers and forceps have thin actuator pins which can be broken with extra force and that it is difficult to drill the pin holes accurately on the very small actuator flats; the qe also notes that the devices should be used with care. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 30 complaints, regarding 30 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) percent. Per the instructions for use, the user is advised the following: inspect the instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Do not use excessive force on instruments to avoid damage or breakage during use. This issue will continue to be monitored through the complaint system to assure patient safety.